Manufacturer narrative:
Updated event date as 28dec2023.

Event description:
It was reported to philips that there was a dpm failure. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.

Manufacturer narrative:
Updated device problem code.